Event description:
It was reported that the patient presented to the emergency room experiencing arrhythmia - heart rate was 20 beats per minute. The pacemaker exhibited failure to interrogate, no magnet response, no pacing, and premature battery depletion. The pacemaker was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported events of premature battery discharge, inability to pace, and inability to interrogate were confirmed. Device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. A device hermeticity breach was observed, consistent with feed through damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found depleted. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, depleting the battery prematurely. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.